Event description:
It was reported the subject device had a loose connection at the plug, and no image was displayed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure "no image" was confirmed, and "loose connection at the plug" was not confirmed in addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.